Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the cartridge was reloaded to resolve the issue. Additionally, the customer was hospitalized for diabetic ketoacidosis, however, the customer declined to provide any additional information.